Event description:
It was reported by the customer that a pyxis anesthesia es system an unexpected data error occurred, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that an unexpected data error occurred due to software issue. A technical support specialist performed full datasync to resolve issue. The system functioned as intended after troubleshooting.